Event description:
The customer stated that, the axsym troponin-I reagent inner cap did not open which led to a probe crash. The customer stated, that it was difficult to manually open the reagent bottle. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.